Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one imp,tsv,mcol mg,4.7mm,10m (tsvmwb10) with mount and screw were returned for investigation. Visual evaluation of the as returned product identified fracturing at the mount hex. Signs of use. Device history record (DHR) review was completed for the subject lot number 1235889. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1235889) for similar event and 1 other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Email address unknown / not provided. PMA/510(k) number: k101880.

Event description:
It was reported that the implant mount fractured, procedure completed with another implant.